Event description:
It was reported that the patient's device recorded false positive atrial fibrillation (af) episodes. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.